Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with cystic epithelial ingrowth in the left eye one month post treatment. Flap lift and rinse was performed to remove epithelial cells. There was no loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.